Event description:
Complainant alleged that the medics attempted to defibrillate a pt who was in cardiac arrest. Three times the medics attempted to deliver a 200 joule shock to the pt, but on all three attempts the device displayed a "defib fault 108" message on the screen display. The medics continued pt CPR and transported the pt to the hospital. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant reported that subsequent to the event, the medics were able to duplicate the event while performing a 30 joule defibrillation test of the device.